Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pocket single dose drawers were not open properly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pocket single dose drawers were not open properly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed. A field service engineer (fse) identified a failure in a mini engine. Using test software, all mini-drawers polled past the stop point, the fse unplug and test each mini-engine individually. The issue was traced to mini-engine 1.10, which was producing a screamer. After replacing the motor, all mini engines opened correctly. All mini drawers were tested using the test software, and the customer verified inventory and functionality everything was confirmed to be functional. The system functioned as intended after the field service engineer repaired the device.